Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed the imaging window was partially detached near the lapjoint section. Additionally, hub due residues were noted in the imaging window. Impedance testing was performed which revealed an electrical open at proximal end of the catheter 130-140 cm from the distal housing. Based on analysis of the returned device, the clinical observation of visualization issues was confirmed.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The stenosed target lesion was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but there was no image when connected. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging window was partially detached near the lap joint section.